Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a thrombectomy treatment procedure a check saline supply error message was displayed an angiojet® solent¿ omni catheter was selected and power pulse had been delivered. After starting thrombectomy mode, there was a problem with the catheter and the system kept displaying a check saline line error message. The procedure was completed with another of the same device. No patient complications were reported.